Event description:
Information received indicates the hi/low continues to drift down after the function switch is released.

Manufacturer narrative:
The technician found debris on the hi/low drive assembly. The technician cleaned the assembly to repair the bed.